Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the right ventricular (rv) lead exhibited high thresholds and high/undefined impedances. A lead fracture was suspected. The lead was programmed off, and later capped and replaced. No further patient complications have been reported as a result of this event.